Event description:
It was reported that the patient presented for a generator change. Prior to procedure, the right ventricular lead exhibited noise over-sensing which resulted in pacing inhibition. The lead was capped and replaced on (B)(6) 2025. The patient was stable.